Event description:
The technician alleged that the head end brake caters do not hold when the brake is engaged. No pt impact.

Manufacturer narrative:
The technician installed a brake steer upgrade kit to resolve the issue.